Event description:
It was reported that during reprocessing the fenestrated bipolar forceps instrument had a frayed cable at the tip. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the pitch cable was broken at distal end. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instruments wrist were not damaged. Additional damage found were deep scratch and mechanical indentation. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the damage may be due to mishandling. The distal idler pulley had a mechanical indentation at the edge. The pulley still rotated freely and the grip cables were not affected by the damaged pulley. Engineering concluded the damage was likely due to mishandling. Electrical continuity test passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.